Event description:
It was reported that the device rolled itself into the stomach and when the surgeon tried to remove it, the tip was blocked inside the staples and the tip of the device broke off. The tip and the rest of the bougie was recovered. Another bougie was used. No other issue. The patient is fine. No consequence.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.